Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the clamp was found to be stuck before use in the case. While the rep was helping set the tech up, prior to the patient being in the room, they noticed the clamp was sticking and opted to use an older clamp, which was also in the set.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Visual examination of the returned product identified signs of repeated use. After the lubricant was applied, there is no issue with the device and function as intended.